Manufacturer narrative:
Continuation of medical devices: product ID 8709 , serial# (B)(4), product type catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Product ID 8840, product type programmer, physician. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-jul-2004, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 26-jul-2013, UDI#: (B)(4); product ID: 8840, ubd: 26-jul-2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that they would be moving the pump from one side to the other by tunneling due to some type of infection. They would use a new pump connector for the revision. Catheter repair kits were reviewed. The procedure went well; they replaced the pump as well. They would not be sending the pump back to the manufacturer as there were no issue with it. When they opened the pocket, the area was not 'super' infected, but they were thinking the patient kept on picking at the incision which caused it to never close. Because the rep did not take into consideration the 7.6 cm of the previous 8578 sutureless connector that was removed when she was programming, the patient would be going about 1 hour and 40 minutes without drug after the priming bolus of 0.43 ml. The rep would call and let the hcp know. The patient was in-patient so would be monitored. The rep would follow up to have corrections made to the catheter. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product type software product ID 8870 lot# serial# unknown implanted: explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the resolution of the infection was unknown. The called back and spoke with customer service; it was determined that they had primed and done everything correctly. The software card version used to program the priming bolus was unknown. No further complications were reported.